Event description:
The physician deployed a resolute integrity drug-eluting stent to a severely calcified lesion in the lad with tight stenosis. Following successful stenting, a dissection was noted distal to the implanted stent. Attempts were made to deliver another resolute integrity stent and a non-medtronic stent to cover the dissection, however they failed to cross the lesion. The dissection was treated using a non-medtronic micro-catheter which allowed a non-medtronic stent to be deployed. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection). Patient's condition affected effectiveness of device (tight and calcified lesion). Conclusions: device failure/lack of effectiveness related to patient condition (tight and calcified lesion). The information could not be matched with other information known to medtronic. Attempts made to obtain additional details. Date of event - date of publication. "Guideliner microcatheter to improve back-up support during a complex coronary stenting procedure through a tortuous left internal mammary graft." Journal of invasive cardiology (http://www.invasivecardiology.com). Issue number: volume 24 - issue 4 - april 2012 .